Manufacturer narrative:
(B)(4). The product code was updated to 5c8310r (previously reported as 5c8310). The device was returned and an evaluation was performed to investigate the reported death. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient¿s death. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported death. Visual inspection revealed no problems related to the reported event. The power on self-test and one hour therapy test was successfully performed. Upon conclusion of the investigation, the cause of the reported event of death was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The patient passed away on an unreported date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions prior to or at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. Additional information was requested, but is not available.